Event description:
It was reported the right atrial (ra) lead was not capturing. During a device upgrade procedure, fluoroscopy of the ra lead found that the lead was dislodged. The ra lead was explanted and a new ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.